Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken pitch cable and scratches and indentation on the distal pulleys. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additionally, scratches and indentations on the distal pulleys were observed, though not reported by the site. Both of the pulleys have scratches on the surface and indentations on the edges. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure the maryland bipolar forceps instrument was not holding tissue. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.